Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported link detachment was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the first proglide device had a link break after the plunger was removed. Another proglide device was used and a blue suture break occurred during suture harvesting. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.